Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f, 16f, 20f sheaths, proglide (x3), heparin 11000 ie. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in both common femoral arteries was completed with two proglide devices on each side, using a pre-close technique, via 6f sheaths prior to an endovascular aneurysm repair (evar) procedure. The evar procedure was completed. During closing at the left common femoral artery, a proglide suture was pulled out of the artery. The other preplaced proglide suture did not achieve hemostasis. An additional proglide device could not be inserted into the anatomy. The introducer sheath was re-inserted into the artery to avoid bleeding. During closing at the right common femoral artery, a proglide suture was pulled out of the artery. The other preplaced proglide suture did not achieve hemostasis. An additional proglide device was used and the proglide plunger could not be deployed. The introducer sheath was re- inserted into the artery. Surgical cut downs were performed on both sides to achieve hemostasis. Bleeding (200 ml total) occurred at both access sites due to the proglide issues. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture (suture pulled out of the artery) could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.